Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the battery life on his insulin pump dies too quickly. The patient's blood glucose level was at 159 mg/dl. The customer stated that he does not know if the batteries he was using were old or new and that they were not energizer aaa batteries. The customer was advised to use energizer aaa batteries for the best results and was advised to monitor the pump for any future malfunctions. No further information was provided.